Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper had a coagulation issue. There was no report of patient involvement or no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up and obtained additional information. There was functional issue with the cautery. Issue was associated with loss of cautery or low/ intermittent energy. There was no thermal damage. There was no damaged and no broken cables. The grip/pitch cable was not broken. There was no physical damage. There was no sign of dislodged/missing pins. Instrument tip was not detached. Tip was not misaligned. No fragment fell inside. There was no non-intuitive motion. Procedure delay was less than 15 minutes. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. Failure analysis investigations replicated/confirmed the customer reported complaint that "coagulation was not successful." The long bipolar grasper instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. The probable root cause is attributed to component susceptibility to damage through external collisions or during use. A broken connector pin or retention issues can lead to a dislodged conductor wire.